Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 123 mg/dl vs. 176 lab. Tests were done within 21-30 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.